Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 20-30 minutes into hemodialysis therapy treatment, a polyflux 210h had an external blood leak, was observed on the arterial part inside the dialyser. Therapy was immediately discontinued. A blood loss of approximately 100-200mls was reported. The patient was reported to be "fine". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown (the reported lot number was incorrect as a digit was missing), therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.